Event description:
The reporter stated, the surgeon inserted an aq2015a silicone aspheric three piece lens, and it was noted the haptic was broken. The lens was removed with no pt injury and another same model lens was implanted.

Manufacturer narrative:
(B)(4)